Manufacturer narrative:
Return requested. Replacement 4port axiem shipped to site 10/21/2016. No parts have been received by manufacturer for analysis. On 10/25/2016 a medtronic representative performed a navigation system check-out, all areas passed. Replaced the axiem box. System performed as intended. No further issues have been reported.

Event description:
A medtronic ent representative reported that, while in an ear, nose & throat (ent) procedure, the axiem box and emitter went to red status during navigation. No further details regarding the behavior, or specifically when it occurred, were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
Investigation of returned suspect axiem box confirmed the reported problem. The axiem unit was connected to a test system. Test system reported that the axiem box, and emitter was showing a communication error. Axiem will work and fail at unexpected times. Failure is intermittent. The reported issue was confirmed to be caused by an electrical issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.